Event description:
A complaint of difficulty charging the implant and unwanted stimulation was received. The surgeon had discovered the pt's leads had migrated and decided to revise the pt's leads. During the lead revision, fluid was found in the pt's pocket site. The surgeon decided to replace the pt's system with a new precision system.